Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: b5, e1, e2, e3, g3, g6, h2 and h10. Section b5: additional information received indicated that there was no patient injury. The coil was not shaped differently than the coil listed on the packaging. It was confirmed that there were difficulties having the coil conform to the walls of the aneurysm. No excessive force was applied to the device. The device was removed from the patient without additional intervention. The coil delivery system was used and prepped as per the instructions for use (IFU). There was no prolongation in the procedure due to the event. There was no difficulty encountered unsheathing (stripping away) the introducer tube from the delivery tube of the dcs. The target vessel/site being treated was the anterior communicating artery (a-com). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a 4mm x 8cm galaxy g3 xsft coil (glx120408, l12637) was chosen as a filling coil at the artery but it was not able to be framed as intended and it was attempted to be re-sheathed. The coil part was retracted into the introducer sheath and the physician attempted to go the sleeve down, but it was not able to be moved. The complaint coil was not able to be re-sheathed. It was replaced with another coil and the procedure was completed. Additional information received indicated that there was no patient injury. The coil was not shaped differently than the coil listed on the packaging. It was confirmed that there were difficulties having the coil conform to the walls of the aneurysm. No excessive force was applied to the device. The device was removed from the patient without additional intervention. The coil delivery system was used and prepped as per the instructions for use (IFU). There was no prolongation in the procedure due to the event. There was no difficulty encountered unsheathing (stripping away) the introducer tube from the delivery tube of the dcs. The target vessel/site being treated was the anterior communicating artery (a-com). The device was discarded; therefore, no additional information is available. A manufacturing record evaluation was performed for the finished device l12637 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaints of ¿coil - positioning difficulty-poor conformability and ¿coil introducer - zipping difficulty-rezipping¿ could not be confirmed. Based on the device history record review, there is no indication that the events are related to the device manufacturing process. The IFU instructs on proper positioning of the microcoil system. The IFU also warns: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system¿. The IFU also instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing into the microcatheter, there is a risk that the embolic coil or the distal end of the dpu will be unsheathed and pass through the resheathing tool. If the resheathing tool passes over the distal end of the dpu, this will expose these flexible sections, which will then be subject to kinking and bending. Once a part of the dpu is kinked or bent, the translucent introducer sheath will not be able to re-form around it, and that section of the device will protrude. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggests the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4) procode: krd/hcg. The device was discarded; therefore, no additional information is available. A manufacturing record evaluation was performed for the finished device l12637 number, and no non-conformances related to the reported complaint condition were identified.

Event description:
As reported by the field, during a coil embolization, a 4mm x 8cm galaxy g3 xsft coil (glx120408, l12637) was chosen as a filling coil at the artery but it was not able to be framed as intended and it was attempted to be re-sheathed. The coil part was retracted into the introducer sheath and the physician attempted to go the sleeve down, but it was not able to be moved. The complaint coil was not able to be re-sheathed. It was replaced with another coil and the procedure was completed.